Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿pseudotumors are common in well-positioned low-wearing metal-on-metal hips¿ by matthies et al reports on a retrospective study of 105 revision cases (29 men and 76 women; 69 for resurfacing and 36 for tha) between february 2008 and september 2010, with median age of 56 to check if the pseudotumor formation is associated with adverse cup position, raised metal ion levels, and increased wear rates in two groups with pseudotumor and without pseudotumor for either resurfacing or large-diameter mom tha. There were: 6 patients with adept1 implants (finsbury). 19 with asr implants (depuy). 51 with bhr implants (smith &nephew). 15 with cormet (corin group plc). 7 with durom1 implants (zimmer gmbh). 7 with m2a-magnum implants (biomet). The revision was performed due to component mismatch (n = 2), fracture (n = 3), aseptic acetabular loosening (n = 9), aseptic femoral loosening (n = 6), malalignment (n = 2), and unexplained pain (n = 76). Pseudotumour was reported in 12 out of 19 cases of asr implant. Cup malposition and elevated metal ions were also reported in the article. No clarification was found on which events were specifically present on specific patients.